Event description:
It was reported that the patient's son stated the patient's portable unit had displayed a low oxygen error. The patient experienced a hospitalization and seizure and the patient had to be intubated. The patient is prescribed 2l constant oxygen, which is provided by their stationary concentrator. According to the patient's son, the patient intermittently removes their oxygen during transitions between rooms and only uses the portable unit sometimes, which may have contributed to their health decline. The only device related concern noted was a "low o2 output" message on the portable oxygen concentrator (poc). This MDR is being submitted due to the serious outcome, though no causal relationship between the device and the adverse event has been established.

Manufacturer narrative:
The unit was returned for investigation on 16-apr-2025. The return reason of oxygen error is confirmed as the replaced columns of o-ring is found deformed and leaking. This MDR is being submitted due to an event involving patient hospitalization and a seizure. The patient's son reported that the portable oxygen concentrator (poc) displayed a "low o2 output" message. According to the patient's son, the patient intermittently removes their oxygen during transitions between sources, which may have contributed to health decline. Per the son, the patient is not consistently using oxygen therapy as prescribed. There is no current allegation or clinical confirmation that the device (poc) caused or contributed to an adverse event. This report is being submitted in an abundance of caution due to the seriousness of the outcome and to maintain transparency.